Event description:
Medtronic received information that on two different occasions an octobase retractor suture cam came out of the insert. The first instance was detected during handling of the product prior to use (this report). The second instance occurred during use of the product in a procedure, when the suture cam suddenly came out of the insert and fell into the patient's chest after strings were installed into the slits (separate report filed). The part was retrieved without incident and there were no adverse patient effects. The customer was not aware of the specific event dates for either of the occurrences. Both affected devices were discarded after use, but products from the same lot were returned for analysis.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual inspection did not identify any anomalies with the returned products. Although no issues were identified, 10 of the returned packages have been sent to contract manufacturer for additional analysis and examination of the potential root cause. (B)(4).

Manufacturer narrative:
Initial visual review of the returned sample products did not provide any indication that the cams were improperly seated or otherwise defective. Each of the 32 cams within the 4 inserts that were examined moved freely. A 2-0 suture was passed into the cam, which retained the suture as expected. An attempt was made to cause the cams to eject by manipulation of the suture, but unsuccessfully in all cases. The suture cams and suture holder body were both examined for dimensional inconsistencies. No out-of-specification dimensions were found. The manufacturing facility confirmed that there has been no change to the molds for the cams. The inserts were dropped from 18¿ onto a hard surface, per (B)(4), and all cams were retained. The manufacturing facility also performed a similar test by striking the inserts on a table top. All assemblies passed the test with no cams falling out of the suture body insert. Conclusion: the actual devices used in the event were not available for return. In examining samples from the same lot number, medtronic was unable to duplicate the events reported in the field, and thorough visual and functional analysis did not identify any out-of-specification condition. At this time there are no trends for this issue. Medtronic will continue to monitor for similar events. (B)(4).

Event description:
Medtronic received information that on two different occasions an octobase retractor suture cam came out of the insert. The first instance was detected during handling of the product prior to use (this report, 2184009-2014-00028). The second instance occurred during use of the product in a procedure, when the suture cam suddenly came out of the insert and fell into the patient's chest after strings were installed into the slits (separate report filed, 2184009-2014-00029). The part was retrieved without incident and there were no adverse patient effects. The customer was not aware of the specific event dates for either of the occurrences. Both affected devices were discarded after use, but products from the same lot were returned for analysis.